Event description:
It was reported that the patient was burned on the lip during the procedure. No additional information provided regarding patient, severity of burn or treatment required. However, no other complications were reported. Report 1 of 2. Reference (B)(4) for related complaint.

Manufacturer narrative:
Correction: facility name. There was no relationship found between the returned devices and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned controller. There were no physical or cosmetic anomalies observed on the returned concomitant wand. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller show any kind of error message or fail to activate a known good wand several times without incident. The returned concomitant wand associated with this complaint event performed as intended and exhibited no functionality issues during the testing process. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint could not be verified and a root cause could not be determined. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. Failure to maintain suction could create steam which may cause thermal injury, (2) withdrawing the wand while power is being applied or (3) contact with metal surgical instruments (such as a mouth guard) may pass current to the patient and result in burns. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the patient suffered a 1.5 cm intraoperative burn to the lower left lip (spared vermilion-cutaneous border and oral commissure) during a tonsillectomy/adenoidectomy procedure. Per the report, the power of the device seemed diminished during the procedure. However, the case was successfully completed using a back-up device. The burn was treated using debridement and topical antibiotic ointment and the patient had full resolution at 6 weeks post-op without further intervention. Report 1 of 2. Reference (B)(4) for related complaint.